Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. The customer required assistance to treat a low blood glucose level (specific value was not provided). Due to the anonymous nature of the reporting, tandem technical support was unable to follow up with customers to confirm nature of issues reported or to provide troubleshooting and training. No further information available.----------voluntary medwatch received by tandem: atient on tandem control iq system with a tandem pump and a dexcom cgm. The pump gave him an inappropriate autocorrect bolus dose that caused a severe low blood glucose level. The patient routinely lives alone and thus this episode could have been life threatening. However, he was visiting his parents in maine and they treated his severe low. I have many patients on this system and have never seen this happen. I have the tracing showing the pump giving the inappropriate autocorrect bolus dose that lead to the severe low.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.